Manufacturer narrative:
These codes were selected by the manufacturer based upon info obtained from the user facility. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre pulmonary balloon dilatation catheter was used during a bronchoscopy procedure. According to the complainant, while withdrawing the device after successful completion of the procedure, the black collar of the balloon became dislodged in the therapeutic bronchoscope. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine.